Event description:
It was reported, an angio-seal vip device was used to seal the arteriotomy site post percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved and the patient was in good condition. The following day, the patient had pain in the groin. The physician evaluated the situation and noticed the common femoral artery (cfa) was partially occluded. The patient underwent surgery and the surgeon isolated the cfa and removed the thrombus. The patient was reported to be in an okay condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined; however, thrombus was present. A search of the database revealed no training record for the user. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.